Event description:
It was reported the pt had never received effective stimulation from his scs system. Subsequently, the pt's scs lead was replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.